Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set tubing had disconnected at the quick release. It was the second day of usage. Upon investigation, it was found that the tubing was detached from the tubing connector. No further information available.